Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, intermittent low pacing lead impedance and noise were noted. The low impedance measurements and noise were not reproduced in clinic. No lead anomalies were detected on imaging. Programming changes were made and no further issues were reported.